Manufacturer narrative:
Citation: beisse, r. Endoscopic surgery on the thoracolumbar junction of the spine. Eur spine j 2010;19(suppl 1):s52-s65. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Event description:
It was reported in a literature article that patients with unstable injuries of the thoracolumbar junction in the region of t12 and l1 underwent ventral stabilization with instrumentation. One patient underwent revision surgery for an unspecified failure. A small tear occurred in the aorta as the plate was exposed. The patient was treated by direct suturing of the aorta during surgery.